Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive while the user was viewing the cgm graph, with poor touch responsiveness at the top of the screen and a noted hairline crack on the device; the user ultimately navigated out of the cgm graph with assistance and a replacement ilet was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy using cgm via the dexcom app or receiver and plans to initiate a new ilet with a fresh learning phase. Investigation included review of user-provided video evidence and case documentation. Investigation of this case revealed a damaged display with impaired touch functionality consistent with a cracked screen causing unresponsive icons, which aligned with a hardware screen malfunction of the user interface component. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.